Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in depression. It is unknown if the increase is above pre-vns baseline. The relationship between the increase and vns therapy is unknown at this time. Diagnostic tests performed on the pt's device at initial implantation surgery revealed proper device function. The pt indicated that her device settings may not be ramped up to therapeutic levels yet by her physician. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.